Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings on the posterior, yellow biological tissue, and flat creases. A leak test and microscopic analysis was performed which identified a striated opening on the posterior and a sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. Also observed was a striated opening on the posterior assessed as surgical damage, consistent in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.